Event description:
Related manufacturer reference number: 2017865-2025-10815. It was reported that patient presented for a follow up in clinic. It was noted that the right atrial lead exhibited high pacing impedance. During the lead replacement procedure, it was noted that the header failed to lock the lead on the port hence unable to reconnect the lead. The lead was capped and replaced on (B)(6) 2024. The pacemaker was explanted and replaced. The patient was stable.